Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during dwell 1 of 4. The cg stated there were no holes within any of the lines and the hp did not disconnect at any time during the therapy. The technical service representative (tsr) instructed the hp to end therapy and to start over with new supplies. The tsr assisted with troubleshooting. The cg would call the patient's nurse in the morning. The cg was told to start over with new supplies. Baxter contacted the peritoneal dialysis registered nurse (pd rn) for a follow up regarding reported problem. The pd rn stated they did not know about the alarm, or how the patient's therapy was going. The pd rn stated they see the patient only once a month. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.